Event description:
It was reported that about 4 months after implant, the patient went to the public library and ¿their magnetometers were way high¿. Late that night, the patient was sweating uncontrollably. The patient went to the ER (emergency room) and they told him he was going through withdrawal. They noticed that the pump was not on; the pump shut off when the patient ¿went through the ¿magnetometer¿. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, lot# n188532025, implanted: (B)(6) 2009, product type: catheter. (B)(4).